Manufacturer narrative:
This report is submitted on february 14, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced migration of the device. Revision surgery, under general anesthesia was performed on (B)(6) 2017 to reposition the device. The implanted device remains.